Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: diagnostic laparoscopy. Event description: the blue sleeve of the trocar "snapped in half" during a trocar trial when the surgeon was trying to access the peritoneum. The cannula broke into two pieces with one piece stuck in the subcutaneous layer of the patient's abdominal wall. The obturator was inserted in the cannula at the time of the event and was bent. The break/bend of the cannula and obturator were both at the shaft of the device. No other cannulas were inserted using the obturator prior to the incident. The break of the cannula was considered to be a clean break. The surgeon was able to retrieve all the pieces, and nothing was left behind. The trocar was inserted in a back and forth "windshield wiper" motion. The patient had a high bmi and the surgeon noted great difficulty inserting the trocar. The surgeon had to extend the patient's incision to remove the trocar. No patient injury occurred. Product is available for return. Intervention: the surgeon had to extend the patient's incision to remove the trocar. Patient status: patient is okay.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit was provided, which confirmed complainant¿s experience of fractured cannula shaft and bent obturator. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported events. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: diagnostic laparoscopy. Event description: the blue sleeve of the trocar "snapped in half" during a trocar trial when the surgeon was trying to access the peritoneum. The cannula broke into two pieces with one piece stuck in the subcutaneous layer of the patient's abdominal wall. The obturator was inserted in the cannula at the time of the event and was bent. The break/bend of the cannula and obturator were both at the shaft of the device. No other cannulas were inserted using the obturator prior to the incident. The break of the cannula was considered to be a clean break. The surgeon was able to retrieve all the pieces, and nothing was left behind. The trocar was inserted in a back and forth "windshield wiper" motion. The patient had a high bmi and the surgeon noted great difficulty inserting the trocar. The surgeon had to extend the patient's incision to remove the trocar. No patient injury occurred. Product is available for return. Intervention: the surgeon had to extend the patient's incision to remove the trocar. Patient status: patient is okay.